Manufacturer narrative:
Continuation of d10: product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2016, product type: lead. Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2016. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-oct-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 26-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller stated that in 2024 a manufacturer representative (rep) told the patient that their lead(s) had become dislodged from the ins. An ins replacement was done on (B)(6) 2025 in which the leads were connected to a new ins. Rep reports attending the implant procedure on (B)(6) 2025 and noted there were a few contacts with high impedances. While preparing for a recent MRI, the patient mentioned to the MRI facility that they believed they still had a disconnected lead(s) in their body. The caller met with the patient today for an impedance check, at the request of the MRI facility, and found several contacts on 0-7 port were 40k ohms and several others were high - around 21k and 32k ohms. Agent reviewed that impedances can provide information about the integrity of the system but not the root cause (disconnect, fracture, etc.). Agent reviewed general information about impedance test and what the results mean. Agent suggested that because it was mentioned the lead may be disconnected, it would be beneficial to perform imaging to confirm if this is the case as a disconnected lead would be considered abandoned and would limit patient's MRI eligibility. No symptoms were reported. Additional information was received from the rep. Rep reports seeing a note that a colleague wrote on (B)(6) 2024 that 0-7 lead is disconnected. Rep reports the cause of the lead disconnection was unknown. Troubleshooting actions taken were described as a stimulator replacement procedure on (B)(6) 2025 in which the doctor connected both leads into the ins hub. Rep reports that during replacement surgery they saw high impedances on contacts 1 and 2. Rep reports they see a note from (B)(6) 2024 that a different rep was aware of the high impedances. Rep reports the cause of the high impedances was unknown, and no actions were taken to resolve them. Rep reports the doctor said they wanted to leave the lead in place rather than explant it, to minimize risk. Rep reports at replacement the doctor discussed that the pt's programming uses the other leads, so one lead with impedance issues does not impact programming and therapy benefit. Rep reports the issue was resolved, and this information was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep clarifies that the pt said recently they thought the current system may have a disconnected lead, this comment was not proven to the rep's knowledge. Rep reports at the replacement in january of 2025 the physician connected both leads into the current ins hub so they would assume both leads are still connected. Rep reports that the lead with high impedance issues with previous ins continued to have high impedance issues with current ins.